Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was moisture behind the display. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2018 with the following findings: review of the black box data revealed power on reset events recorded. On examination, the battery compartment was confirmed to be cracked. There was moisture corrosion behind the display lens as well as in the battery compartment due to moisture ingress into the pump through a crack in the battery compartment. The battery cap that was returned with the pump was intact, without damage and able to secure properly to the pump for testing. The pump powered on and emitted a call service alarm that could not be cleared to allow for the completion of the investigation steps. Additional moisture was found inside the pump effecting the printed circuit board causing the call service alarm.